Manufacturer narrative:
No additional informaiton has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to right sided heart failure and septic shock. The septic shock was caused by a peritoneal infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (right heart failure, infection, sepsis, and patient expiration) cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2018. On (B)(6) 2021 the patient expired due to right heart failure and septic shock stemming from a peritoneal infection. The patient had a pre-existing history of heart failure, and the patient outcome was not considered to be device related. Heartmate 3 lvas, serial number (B)(6), was reported to have been operating as intended and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists sepsis, infection, right heart failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.